Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 273-550 mg/dl. Customer administered manual injection to address high glucose level.